Event description:
It was indicated that the suspected lead issue was only based on the patient's seizure activity and that the impedance was within normal range. It was reported that the lead was explanted. The explanted lead has not been received for analysis to date.

Event description:
It was reported that there was a suspicion of lead breakage, loose connection or insulation defect for a patient. It was indicated that a loose connection to the generator was expected so an emg analysis was performed. It was noted that the results did not come back as expected. It was noted that the patient has gotten worse over time (appears to be indicating increase in seizures), and the next time is to repeat the examination with the patient manipulating the lead moderately. An additional emg was performed and the results of the emg were as expected. It was indicated that the patient had longer and more seizures however it was noted that the patient was trying out changes in medication. No additional relevant information has been received to date.